Manufacturer narrative:
The device is expected to be returned for evaluation, however, it has not yet been received.

Event description:
The event occurred on an unspecified date and involved an unspecified plum intravascular administration set where the customer reported that while discontinuing and weaning the patient off a levophed infusion, the tubing was gently disconnected from the clave and felt ¿sticky,¿ at which time the tubing broke and the male luer-lock sheared into the clave cap. The clave and tubing were disconnected and sequestered, the cap was replaced, 3 cc of blood was aspirated, and the lumen was flushed without issue. Although there was patient involvement, no harm was reported and no contributing therapies were identified.